Manufacturer narrative:
(B)(4). Batch # unk. Additional information was obtained: the surgeon indicated this occurs if the clips are placed top close together. He does not believe they were placed clip over clip, just too close. He says he has to see tissue between clips in order for the clips to deploy properly. He is required to alter his method to leave space between the clips.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, two clips scissored during deployment. The initial device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.